Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Analysis of the event logs, and functional test results determined the oled "display irregular" was due to a loss of organic light-emitting diode (oled) synchronization. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed shutdown condition was determined to be a result of a software error. Improvements have been initiated to prevent this condition from recurring. Additionally, the investigation detected an unreported condition of damage to the ir shield and organic light-emitting diode (oled). The product analysis noted evidence that the device was not used as intended. This issue can occur due to the handle being dropped. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, before the forced termination and activation, the unusable alarm display was illuminating. The display on the upper part was abnormal and it was in a sandstorm condition, and the device was not possible to be used. A new handle was used to resolve the issue. There was no patient involvement.